Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. We were unable to prime during the prime test and prime alarm during basic occlusion test due to loose/protruded drive support disk. We were unable to perform the excessive no delivery alarm due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor on the insulin pump was coming out instead of pushing insulin out. The customer pushed the drive support cap causing a low blood glucose level of 27 mg/dl. He treated his low blood glucose by drinking soda. The battery cap had a crack but he glued it. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.